Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.no visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used intraoperatively in sleeve laparoscopic sleeve gastrectomy last (B)(6) 2017. While doing repair of hiatus hernia, the reload needle kept falling off from device while fixing hiatal hernia. It worked alright on the first stitch and then kept falling off in the cavity. Accordingly, they retrieved the needle form the cavity twice. After opening the second instrument and using new reload, it worked perfectly. The patient is alive with no injury.